Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, operating room staff observed a message indicating the robot was not powered or connected during setup. Before contacting support, the staff had already turned the system off and on, but the issue persisted. Technical support then guided the staff through checking all connections and performing a hard power cycle, which did not resolve the problem. Support next instructed the staff to move the robot ports at the back of the tower and try an additional blue fiber cable, but the issue still remained. Although no specific error codes could be verified due to the repeated power cycles, support confirmed that the robot was not present in several of those cycles, and the customer chose not to use the system at that time. Later, the customer called back for further troubleshooting, reporting that the patient side cart had no blue led at the fiber connection. Support had the customer reseat the fiber cables and perform another hard power cycle, with no change. Support then directed the customer to change the fiber connection on the back of the vision side cart and to blow out the patient side cart fiber port, but the issue persisted and the customer was unable to proceed with the case.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. When fse arrived on site the system was off. Fse powered the system on from the vision side cart (vsc) and patient side cart (psc) did not power up with the rest of the carts. Fse checked the blue fiber on the back of the psc and it was not seated. Fse pushed the blue fiber cable in and the system powered on. Fse noticed the blue fiber port was loose, which fse powered the system down and tightened the locking ring. Fse performed multiple power cycles and wiggled the blue fiber cables on the back of the psc and vsc and was unable replicate an issue. Fse ensured all light levels were well above the minimum requirement. System was tested and verified as ready for use.